Manufacturer narrative:
Complaint review was conducted and anaylsis showed no trend for item/lot.

Manufacturer narrative:
This investigation is not complete. Trends will be evaluated. This report will be addressed when the investigation is complete. This event occurred in the (B)(6). This is the same event as 1043534-2013-01905.

Event description:
Allegedly revised due to dislocation subluxation.